Event description:
Upon removal of the port, the catheter that was attached to the port was only 6cm in length. This is consistent with catheter fracture at the level of the clavicle. Stat cxr revealed the catheter in the ra, and arrangements were made for ir to retrieve today. Pt is asymptomatic. Interventional radiology for removal.